Event description:
The pt was hospitalized due to hyperglycemia. The pt reportedly had a serum blood sugar of 1600 while in the hospital. Allegedly the suspect device gave a blood sugar reading of 101. It was reported that they have been using the monitor for several months; they have not changed out the battery on the monitor yet, still using the original battery. The reporter stated that the pt's a1c had gone from 5.3 to 8.7 after starting using the device. It was stated that the last time (date unknown) they did a control test everything was ok. They stated that the code for the strips were correct. The reporter refused to review their technique or any further troubleshooting and insistend on a new monitor.